Manufacturer narrative:
Device 10 of 16. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The end user reported that last week he threw away fifteen or more wafers with off centered starter hole. The end user also stated that this had been ongoing for at least a year. The end user reported that when he got a new order, he had gone through the boxes to find out the ones he can use, and all were off centered and some were much worse than others. He stated that he received a new order and would look at those wafers. The product was not used by patient. Photographs depicting the issue were received from the complainant.